Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of skin irritation. The customer's blood glucose reading was 12.5 mmol/l. The customer had symptoms such as itchiness, redness, and a mark of the tape. The customer does not wash hands prior to set change. The product was not returned for analysis.